Event description:
The rptr indicated that the device was found to be in the backup mode when inqured. Attempts to reset the device out of the backup mode were unsuccessful. Erratic pacemaker spikes were observed on the ECG. The pt has not been checked in eight years. An explant is being considered.